Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, ten days after an esophagectomy procedure, the patient presented with severe hypoxemia and sepsis. Post-op the patient was diagnosed with s dehiscent staple line via a thoraco-abdominal CT scan and fibrogastroscopy. The patient underwent endoscopic placement of a stent. A drain was placed to evacuate mediastinal abscess. The patient remained hospitalized. Blood cultures were negative. Respiratory cultures showed commensal bacteria and normal flora. The patient was discharged home with a temporary tracheotomy which was decannulated and the tracheostomy was closed. No reinforcement material was used.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Reference number: (B)(4). Post market vigilance (pmv) led an evaluation involving an eea xl 25mm single use stapler with 3.5mm staples. A review of the device history record could not be performed because the lot number was not provided, however, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. This evaluation was based on a medical review of all the data received from the site and a pmv review of complaint trends. The clinically applied product was not available for analysis and was the subject of one patient event. Photographs were not received for analysis. This incident was characterized by symptoms of severe hypoxia and sepsis; staple line dehiscence was diagnosed via CT scanning and confirmed with fibrogastroscopy. The reporter of the incident indicated that a drain was placed to evacuate mediastinal abscess and endoprothesis was placed to correct the issue. Patient was discharged with temporary tracheostomy, which was removed at a later, unknown date. The reported condition was confirmed; however, the root cause for the reported condition could not be reliably determined as the device was not received for investigation and sufficient evidence was not provided to determine a potential root cause for this issue. No product enhancements or process improvements were generated for the reported condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.